Event description:
It was reported that the injected sterile water leaked from the temperature sensor area in the foley catheter, causing the balloon to deflate. There was no reported patient involvement. Per follow up information received via ibc on 08jul2024, the customer confirmed that there was no pinhole in the foley catheter balloon. Per follow up information received via ibc on 19jul2024, the customer confirmed that there was no patient involvement.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and states the following: "directions for use 1. Method of use: the device is intended for single use only and is not reusable. 2. Precautions for use: 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. (Fig. 1). 3) put on sterile gloves. Open tray and place it on the wrapping paper. (Fig. 2). 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. (Fig. 3). 5) lubricate the distal end of the catheter with water-soluble lubricant packaged in the tray. (Fig. 4). 6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. (Fig. 5). 7) pull catheter to seat the balloon at the level of the bladder neck and secure placement. 8) keep the drainage bag below the bladder level without touching the floor. (Fig. 6). 9) connect the lead wire of catheter to temperature monitor with extension cable. 10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (Fig. 7). 11) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.